Manufacturer narrative:
Alert date of event; date deemed reportable. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. It was found that the motor does not turn as the motor shaft was stuck. It was also found that the locking ring does not close properly. The insulation resistance of the motor cable is out of tolerance and the resistance value of the keypad of the handcontrol set was out of specifications. The drill mounting mechanism was found to be defective. The device failed the hipot test and was leaky. The motor, motor cable, and the handcontrol set were replaced and the defective drill mounting mechanism 1.0 was replaced by 1.25. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system is one possible root cause for the damage to the motor and motor cable. The damage to the motor due to ingress may also have resulted in the leakage of the device. However, given the information provided we cannot discern a definitive root cause for the defective keypad, drill mounting mechanism and locking ring. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/15/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/15/2018 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the micro tornado handpiece with hand controls has an article defect. No known patient or surgical involvement. This is report 1 of 1 for (B)(4).